Manufacturer narrative:
Info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of high impedance and decreased sensitivity was not confirmed in the lab. Analysis was normal and no anomaly was found.

Event description:
It was reported that during implant, high out of range impedance and decreased r waves were observed. The lead was not used.